Event description:
Reported patient went into asystole that lasted 4-6 seconds during the endometrial ablation procedure.

Manufacturer narrative:
Patient's vaso-vagal reaction resulted in asystole condition. The patient self-restored and became stable without additional intervention. The asystole condition was unrelated to the novasure device, but was related to the patient's profound vagal tone level. The reaction can be observed in a subset of patient population with high vagal tone levels during any type of intra-uterine manipulation. The novasure endometrial ablation procedure was successfully completed. There was no device malfunction. No additonal surgical interventions and/or prolonged hospital stay required.